Event description:
Mentor smooth saline implants place under the muscle in (B)(6) 2010. Slowly but surely symptoms of great implant illness began such as, but not limited to: insomnia, headaches that turned into migraines, lethargic, weight gain, aches, joints, unexplained rashes, high blood pressure, hair loss, acne, food intolerance, constant infections, back pain, vertigo, trouble breathing, etc. Recently I removed the implants and I already feel a sense of relief. FDA safety report ID # (B)(4).